Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827 - 2020 - 00118.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827 - 2020 - 00118.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. Concomitant medical products: knee-other-tibial trays-unk; p/n: unk, l/n: unk. Knee-other-femorals-unk; p/n: unk, l/n: unk. Knee-other-bearings-unk; p/n: unk, l/n: unk. Knee-other-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is experiencing pain and swelling. MRI results show tibia loosening as well. Attempts have been made and no further information has been provided.